Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report death. It was reported that on an unknown date the patient underwent a mitraclip procedure. Two clips were implanted. Approximately (B)(6) 2019, the patient died. It was reported that the patient suffered from mitral stenosis and insufficiency of two other heart valves, which contributed to patient death. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record could not be performed as lot and part information was not reported. The reported patient effects of mitral stenosis and death as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported mitral stenosis could not be determined. Death was a result of procedural condition/cascading effect. Although a conclusive cause for the reported patient effect(s), and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.